Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported complication is post-operative or patient-specific factors that developed, resulting in the need for revision surgery due to biomechanical loading, patient adherence to rehabilitation protocols, comorbidities, biological healing response, or progression of the underlying condition, rather than device performance or malfunction of the ibalance hto system. The most likely cause of the reported failure can be attributed to a patient-specific event.

Event description:
On 11/10/2025, it was reported via email by arthrex regulatory that after reviewing a clinical study they discovered that a patient had developed complications following a high tibial osteotomy (hto) procedure performed in 2018 using the ibalance hto system. Progression to total knee arthroplasty at 14 months and at 24 months was required after failure of the hto.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.